Manufacturer narrative:
Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
It was reported to philips that the device experienced output 200 jewels after the charge it says power interrupted. There was no patient involvement.